Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage test failed. Share log review showed transmitter failure alert in log. The complaint was confirmed because a transmitter error alert in the cloud data the reported event of a failed transmitter error was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.